Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2210968-2010-03820 and 2210968-2010-03823. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele( grade iii) and mesh was implanted. It was reported that the patient had a concurrent procedure of an anterior repair and cystoscopy performed during mesh implantation. It was reported that the patient was pending mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2012 due to vaginal pain, mesh exposure, and an overactive bladder. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.